Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, an implantable pulse generator (ipg) software update is planned. The device will be reprogrammed after the update. The device remains in use. No patient complications have been reported as a result of this event.